Event description:
The customer reported that the boxed patient circuit assy, 3100a, 850s broke apart. It happened during setup, prior to patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: no physical sample was sent for investigation, however a picture of the fg was provided where we can dee a disconnection on one of the circuit joints. The lot number was not provided and we were unable to review the device history record. We need the physical sample to perform a further investigation, therefore the root cause was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.